Event description:
Applied medical universal retrieval system (endoscopic specimen bag: cat # cd003) broke inside patient's abdomen. The metal prong came off of the device but stayed attached to the bag. Patient's abdomen was searched and was confirmed by surgeon no metal had been retained. No injuries to patient occurred.